Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump was not alarming for down or upstream occlusion. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "downstream occlusion" messages. Functional tests including occlusion testing. The pump's occlusion sensors passed the occlusion test as the results were in specification. The pump's downstream occlusion sensor and air detector sensor were replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint cannot be confirmed.